Event description:
It was reported by the rep the device were used during a low anterior resection procedure. It was reported the cdh29 cut but would not staple and the ax55 would not fire. The surgeon hand sutured to complete the case. There was no consequences to the pt. The rep will obtain add'l info on 04/13/1998. 04/16/1998 faxed pi received and the rep reportes the jaws of the ax55b would not close when approximating with handle. On a second try, the cable in the housing broke. To complete the procedure they used a tp60 and hand sewed the anastomosis, there was no consequences to the pt.